Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 232 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer could not clear the alarms on the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The act and esc buttons did not respond due to an unlocked lcd keypad connector. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify the internal clock comparison error alarm due to the button keypad anomaly. The buttons responded after locking. The pump had minor scratches on the display window, a cracked reservoir tube lip, and a missing end cap sticker.